Event description:
A healthcare professional reported that during cataract surgery with an intraocular lens (iol) implant procedure, the lens split was noticed after insertion when the lens unfolded. Subsequently the lens was removed during initial procedure and completed with another lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).